Event description:
The patient's mom/reporter claimed the patient received medical intervention at the hospital for a high blood glucose of 590 mg/dl. On the day of concern, the patient went to bed with a blood glucose reading of 200 mg/dl. At 3 am, the patient's blood glucose elevated to 511 mg/dl. The patient received bolus insulin via the insulin pump. The reporter contacted hcp and was advised to give the patient a shot of insulin via syringe. The patient's blood glucose was corrected to 130 mg/dl. At 7 am, the patient's blood glucose elevated to 411 mg/dl and remained elevated throughout the day. By 7 pm, the patient's blood glucose reading of 500 mg/dl came down to 200 mg/dl after the patient received another insulin shot. At 12 am, the patient's blood glucose elevated to 590 mg/dl while she felt lethargic and tested positive for large ketones. The patient was taken to the hospital and was treated with dka. Troubleshooting revealed the cause of the hyperglycemic episode was air bubbles in the infusion set tubing. The reporter allegedly did not prime the infusion tube when she changed the needle. The animas representative advised the patient's mom to prime the entire infusion tubing whenever she changes the needle. The animas representative concluded there was no pump malfunction associated with the alleged event. The advance features and the basal segment are correctly programmed according to the patient's usage. The date and time was confirmed to be accurate. There is no sign of infusion site issues such as redness, swelling, hardness or bleeding. The drops of insulin can be seen when the patient primes the pump. This complaint is being reported due to use error and because the patient had hyperglycemic readings and received treatment for dka.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. There was no activity outside of normal use observed in pump's history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.